Event description:
There was a pt involved in this event. The pt died. During the sca event the defibrillator repeated over and over again the same sentence, although the electrodes were already on the body.

Manufacturer narrative:
The returned sam 300p device was successfully tested at heartsine technologies, (B)(4) on 20 september 2007. The download confirmed that there were eleven manual power ups recorded on (B)(6) 2015. It was on this date that the device was reported as being used in an event. During the course of the investigation, the pt/electrode terminal guide pin on the returned pad-pak was found to have been damaged. This prevented the pad-pak from fully clicking into position on the pt/electrode terminal side of the device which would result in an intermittent connection of the electrode cables to the actual device. The investigation demonstrated that the damaged guide pin could result in the device failing to detect a pt impedance depending on the tension applied to the electrode cables. It is highly likely that the damage to the locator pin on the pad-pak was caused by the inappropriate insertion of the pad-pak into the device. The approved method of insertion of the pad-pak is clearly detailed in the user manual supplied with the device. Alternatively, incorrectly positioned electrode pads or an incorrectly installed pad pak could also have resulted in the reported failure.